Event description:
The technician reported the brakes are ratcheting while in brake mode. The bed is located in the facility's bed shop. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
Upon investigation, the technician found the brake casters on the device were worn and had regular wear and tear associated with age and regular use. The brake casters on the device had been installed since 1997 with no record of change or malfunction. The device reference in this report is over 12 months old and according to the recommended preventative maintenance schedule at least one pm should be performed every 12 months. Therefore the acceptance criteria, based on the DHR, were determined to be acceptable at the time the device was released. Given the time which has elapsed, the alleged failure of the device would not be related to any issue which occurred during the mfg process. The technician replaced the brake caster and brake steer caster to resolve the issue. Based on this info, no further action is required.